Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt. A longevity calculation confirmed this device did not last as long as expected. Electrical testing determined the device was exhibiting long charge times. The device case was cut open and inspection of the internal components noted internal damage within the dump resistor. Testing of the circuitry found unexpected resistance measurements on the transistor responsible for turning the dump resistor on and off. Analysis determined this device exhibited a performance issue with the dump transistor, which abnormally connects the dump resistor while the device is charging. The root cause of the performance issue could not be determined but it was confirmed to have led to the observed long charge times and charge timeout, early declaration of battery replacement time, and the damage to the resistor.

Event description:
It was reported that during a routine follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) showed an error code related to long charge times (lc). The device was thus explanted, replaced and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt. A longevity calculation confirmed this device did not last as long as expected. Electrical testing determined the device was exhibiting long charge times. The device case was cut open and inspection of the internal components noted internal damage within one of the electrical components (i.e., a resistor). Testing of the circuitry found unexpected resistance measurements on the transistor responsible for turning this resistor on and off. Analysis determined this device exhibited a performance issue with this transistor component, which abnormally connects the resistor while the device is charging.

Event description:
It was reported that during a routine follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) showed an error code related to long charge times (lc). The device was thus explanted, replaced and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that during a routine follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) showed an error code related to long charge times (lc). The device was thus explanted, replaced and will be returned. No additional adverse patient effects were reported.